Manufacturer narrative:
Based on the results of the investigation, the root cause of the reportable malfunctions could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, liquid contamination was found in the choledocho-vidoescope's control body. There was an insulation failure of the forceps elevator body. There was no patient involved.